Event description:
Pt has hypoplastic left hear syndrome. On (B)(6) 2013, a gore propaten vascular graft was placed as a modified bt shunt to the pulmonary artery. On (B)(6) 2013, the graft occluded and intervention was performed. A clot was removed and a stent (unk MFR) was placed inside the shunt. The pt is reported to be doing fine.

Manufacturer narrative:
A review of the mfg records for the devices verified that the lots met all pre-release specifications.